Manufacturer narrative:
The cause of the injury was operator inattention. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A siemens healthcare diagnositics(r) field service engineer (fse) was performing corrective maintenance operations on the dimension(r) analyzer. While performing repairs, the fse punctured his finger with the sample probe. No stiches were required but the operator underwent biohazard exposure workup including prophylactic retroviral medication.